Event description:
The account stated the head down function is not working and the bed doesn't have a CPR release.

Manufacturer narrative:
The account was able to lower the head section manually by turning the head drive screw. The account declined to have the bed repaired will use it as it is.